Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was not confirmed. The device evaluation found the lens was damaged with displacement, there was no image, and the outer tube was skewed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the telescope light guide column was fractured. The issue was found during reprocessing. The supporting device was a very old and out-of-date main frame. The facility finished the diagnostic hysteroscopy procedure with another device. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reportable malfunction was confirmed. A definitive root cause could not be determined. Based on the results of the investigation, it is likely that the following led to the malfunction: excessive use. Olympus will continue to monitor the field performance of this device.